Manufacturer narrative:
Concomitant medical products: (2)8110; 8015; 8100; (2)syringe tubing; (2)pri tubing; therapy date: (B)(6) 2018. The customer¿s report of an overinfusion of tpn was confirmed in the pcu event log. The pcu event log shows that the pump module was programmed at 11:16 am on (B)(6) 2018 to infuse ivf/tpn/ppn 2.001-5kg at a rate of 7.9ml/hr with a vtbi of 15.8ml. The infusion ran at this rate until 8:12 am on (B)(6) 2018 when the user changed the rate to 15.8ml/hr. At 8:13 am, the primary infusion completed and the device transitioned to the kvo rate of 1ml/hr. The user then changed the vtbi to 31.6ml/hr and continued the infusion at the same rate of 15.8ml/hr. At 10:13 am, the primary infusion completed and the device transitioned to the kvo rate of 1ml/hr. The user then restored and started the previous infusion running at 15.8ml/hr with a vtbi of 31.6ml. At 10:19 am, the user changed the rate to 7.9ml/hr and the vtbi to 15.8ml and started the infusion. The infusion continued at this rate until 12:56 pm when the user channeled the device off. The total volume recorded as being infused during this period was 218.245ml. The volume recorded while infusing at 15.8ml/hr was 33.067ml. The pump module was not requested since the customer did not allege a product malfunction and had already identified a user programming error. The root cause of the overinfusion of tpn was user programming.

Event description:
The customer reported an over infusion of tpn. The intended rate was 7.9 ml/hr; however, sometime between 2 am - 1 pm, the rate had increased and the patient received more than expected. There was no report of patient harm.